Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the centrifugal pump made a squealing noise. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jul 27, 2017. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). Two samples were returned for evaluation for both the current complaint and (B)(4). As both samples had the same lot number, and were returned in the same packaging without being distinguished, we were unable to determine which pump belonged to which complaint; therefore, both samples are being evaluated through each complaint. Visual inspection was performed on the samples upon receipt, during which no anomalies were noted anywhere on the device. The samples were each built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the returned samples were observed for any running sound anomalies. While testing the first sample, a rattling noise or anomaly could be heard through the entirety of the test. This was not a squeal sound, but more of a surface interference sound between the impeller and the separator. There was an intermittent squealing sound noted during the testing of the second sample. This anomaly could be heard mostly during the 2400 rpm interval. It was not a strong squealing sound, and would come and go during the circulation. The issue experienced by both samples is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.